Manufacturer narrative:
The pump had a minor scratched lcd window, a cracked lcd window, cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip, and a cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the pump is cracked in the front on the screen. Customer stated that there are cracks on all corners of the reservoir compartment and the battery compartment has a fragment missing. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that the first crack occurred the first week and recently the fragment came off the battery compartment 3-4 weeks ago. Customer reported that the damage occurred possibly from bumping into tables or normal wear and tear. Customer mentioned that he is active and walks aground. Customer stated that sometimes he breaks or bumps into things but he is not a careless person. Customer stated that the clip is not sturdy but the pump is functioning fine. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.